Event description:
Consumer reported a few hours after using the product, she awoke to swollen, numb, red lips covered with open sores. The inside of her cheeks were numb also. The pain was unbearable. At the time she reported the incident, she had been in pain for five days. The consumer purchased many otc products to try to ease the pain but had no relief. She chipped a tooth from gritting them so hard.

Manufacturer narrative:
Other: consumer has not returned product to date; therefore, it could not be evaluated and no conclusions could be drawn.